Manufacturer narrative:
The dispatched service engineer has replaced the ventilator motor. The consecutively provided tests confirmed that the device was fully functional again after the repair exchange. The motor was manufactured in 2007. A total operating time of 13.000 hours was logged with 50.000 hours under voltage. Remark: even in standby mode the motor is kept under voltage to hold the piston in place against changes of atmospheric pressure, gravity etc. There's a permanent current flow through the carbon brushes and the collector disc which also has a decreasing effect onto the useful lifetime that is left. It is finally concluded that the device responded as designed upon the malfunction of a single component. The supervisor function of the software which continuously monitors motor parameters like voltage, current and angular speed has detected a deviation. The workstation posted the corresponding vent inop alarm and shut down the automatic ventilation. Manual ventilation remains possible which allows the user to finish the procedure or at least bridge the time until a replacement device is available. Reportedly, this worked exactly as intended; no patient consequences have occurred.

Event description:
It was reported that the device posted an alarm and stopped automatic ventilation. The user switched to manual ventilation immediately and replaced the device, finally. No patient consequences have occurred.